Event description:
It was reported that when the catheter was inserted and aspiration was attempted, air resurfaced instead of blood. It was noticed that the coating of the catheter was torn. A new catheter was used and there were no negative consequences for the patient. The event occurred in the hospital, while in use with the patient. The operator of the device was a healthcare professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One photo was provided by the customer. The photo was able to confirm the reported complaint. The root cause could not be established through the picture. If we receive the device, further evaluation will be made. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.